Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an electrogram (egm) displayed noise on the right ventricular (rv) channel. It was suspected the noise was due to a rv lead fracture. The location of the fracture was not identified. The sensitivity setting was increased due to the patient's pacing requirement. The decision was then made to surgically abandon and replace this rv lead. No additional adverse patient effects were reported.